Event description:
A peritoneal dialysis (pd) pt reported that her cycler alarmed for a mid-fill problem during fill 1. She was advised to reset with new supplies. When she was setting up she found a fluid leak from the set due to a tube being cut by a crack in the holding tray. The pt had another tray and setup with a new set to complete treatment. The set was discarded. During follow up the pt's pd nurse reported that she has not had any signs of infection. She was not treated with any antibiotic. No adverse event reported at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.